Manufacturer narrative:
Covidien verified that the display was missing segments. The problem was isolated to the front pcb. The root cause was determined to be cold/cracked solder joints. (B)(4). Serial number of the front pcb precedes a corrective and preventive action taken by the manufacturer.

Event description:
It was reported to covidien that the oximax n560 pulse oximeter display was missing segments. There was no pt involvement.